Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown cup as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still in investigation.

Event description:
The revision was because the patient felt pain recently and pseudotumor was found by CT.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: the primary surgery was done on (B)(6) 2008. The revision was done on (B)(6) 2013 because the patient felt pain recently and pseudotumor was found by CT. The cup was also removed because the cup moved while removing the liner. It took some time to pull out the broken part of the screw; however, the revision was done successfully with cup 62mm and head 32mm. The surgeon requests to investigate the synovial fluid, tissue, and blood. The surgeon also requests to cut the removed implant and get electron microscope image. There was some delay (not specified in minutes) to the surgery. No adverse consequences to the patient were reported. The devices associated with this report were returned to depuy in a destructively tested state and meaningful visual inspection is not possible. The female taper was found to have areas of black discoloration that is suggestive of corrosion deposits. Screw fracture is confirmed. A search of the complaints databases against the provided product and lot code combinations found one other report against the 2457933 liner lot code and no other reports against the remainder. No additional investigative inputs were provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.